Event description:
This report pertains to one of two axios stent and electrocautery enhanced delivery system devices used in the same patient. Refer to manufacturer report: 3005099803-2025-04240 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat a biliary drainage (obstructive duodenal tumor with high occlusive syndrome and secondary jaundice) during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During the procedure, the stent did not expand; it was removed partially deployed. The procedure was successfully completed by replacing and using a different device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat an obstructive duodenal tumor with high occlusive syndrome and secondary jaundice. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat an obstructive duodenal tumor with high occlusive syndrome and secondary jaundice.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site. Imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site. Imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an electrocautery-enhanced delivery system was received for analysis without the stent, and no failures were found on it. Functional test was performed, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Delivery system analysis could not confirm the reported event of stent partially deployed. The event of stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Based on the information provided, the as reported code device use of device issue - misuse can be confirmed. On the other hand, for the event of additional device required this could not be confirmed because it happened during the procedure and there are not objective evidence or descriptive conditions to establish the cause of the reported event. Therefore, taking all available information into consideration, the overall root cause of the reported events is known inherent risk of device. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The instructions for use states that the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat an obstructive duodenal tumor with high occlusive syndrome and secondary jaundice as it was used. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
This report pertains to one of two axios stent and electrocautery enhanced delivery system devices used in the same patient. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat a biliary drainage (obstructive duodenal tumor with high occlusive syndrome and secondary jaundice) during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During the procedure, the stent did not expand; it was removed partially deployed. The procedure was successfully completed by replacing and using a different device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat an obstructive duodenal tumor with high occlusive syndrome and secondary jaundice. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat an obstructive duodenal tumor with high occlusive syndrome and secondary jaundice.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site. Imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an electrocautery-enhanced delivery system was received for analysis without the stent, and no failures were found on it. Functional test was performed, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Delivery system analysis could not confirm the reported event of stent partially deployed. The event of stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Based on the information provided, the as reported code device use of device issue - misuse can be confirmed. On the other hand, for the event of additional device required this could not be confirmed because it happened during the procedure and there are not objective evidence or descriptive conditions to establish the cause of the reported event. Therefore, taking all available information into consideration, the overall root cause of the reported events is known inherent risk of device. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The instructions for use states that the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat an obstructive duodenal tumor with high occlusive syndrome and secondary jaundice as it was used.

Event description:
This report pertains to one of two axios stent and electrocautery enhanced delivery system devices used in the same patient. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat a biliary drainage (obstructive duodenal tumor with high occlusive syndrome and secondary jaundice) during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During the procedure, the stent did not expand; it was removed partially deployed. The procedure was successfully completed by replacing and using a different device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat an obstructive duodenal tumor with high occlusive syndrome and secondary jaundice. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat an obstructive duodenal tumor with high occlusive syndrome and secondary jaundice.